Event description:
A report was received that the patient was losing sensation in the legs after the scs implant procedure. It was determined that the loss of leg sensation was due to platelet issue wherein the patient¿s platelet count were low and the patient developed hematoma at the ipg and lead site. The event was not device related. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8352-50, serial #: (B)(4), description: coveredge x 32, 50 cm 4x8 surgical lead. The explanted devices were not returned to bsn as they were discarded by the medical facility.